Event description:
It was reported that the patient received inappropriate shocks for ventricular fibrillation (vf) detections with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645, lead, implanted: (B)(6) 2012. (B)(4).